Event description:
It was reported that shaft break occurred. The target lesion was located in internal arteriovenous fistula. A 4.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, the balloon was broken. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable. It was further reported that the target lesion was 60-70% stenosed with a significant bend of >90 degrees, mildly tortuous, and severely calcified. Additionally, balloon rupture occurred instead of the previously reported shaft break as pinhole was noted on the balloon material.

Manufacturer narrative:
(B5) describe event or problem: updated to include new information obtained. (H6) device codes: updated from break to material rupture.

Event description:
It was reported that shaft break occurred. The target lesion was located in internal arteriovenous fistula. A 4.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, the balloon was broken. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in internal arteriovenous fistula. A 4.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. However, during the procedure, the balloon was broken. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported, and the patient condition was stable. It was further reported that the target lesion was 60-70% stenosed with a significant bend of >90 degrees, mildly tortuous, and severely calcified. Additionally, balloon rupture occurred instead of the previously reported shaft break as pinhole was noted on the balloon material.

Manufacturer narrative:
Device evaluated by MFR.: gladiator elite 4.0 x40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon partial circumferential tear was identified located approximately 13mm proximal of the distal markerband. As per gladiator specification, the rated burst pressure for this device is 24 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.